Event description:
The customer reported that the belt is not alerting the alarm when it has been opened. There was no pt injury reported.

Manufacturer narrative:
(B) (4). The product has been requested to be returned, but has not been received. (B) (4).